Event description:
(B)(4) pharmacovigilance reports case received by head of quality management. Before injection, veinous control was performed and the vein was patent. The vein rupture occurred during injection without any pain for the patient. There was no contrast on images. Injection flow: 2 ml/sec. Contrast media visible on imaging control on arm, treated with ice. Intensity: mild. Customer reports patient recovered. No further procedural information made available by the customer.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500 supplemental report will be submitted.